Event description:
The fixture reportedly "was broken from [the] recipient's head." The device was reportedly shipped to the incorrect MFR and could not be located. No further info was provided.

Manufacturer narrative:
Device was returned to wrong manufacturing facility and could not be located. This is a final report.